Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t2 fell off while t1 was deployed.¿ t1 and t2 were returned attached to frayed suture separated from the delivery needle. The depth limiter was not returned. The delivery needle was straight although the delivery curve has been flattened out. The device still cycled and actuated. The symptoms are consistent with difficulty with reaching desired anchoring location. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. B5 updated.

Event description:
It was reported that during a meniscus suture, t2 fell off while t1 was deployed. Then a backup fast-fix 360 was used. Both t's were removed. No significant delay or patient injury reported.

Event description:
It was reported that during a meniscus suture, t2 fell off while t1 was deployed. Then a backup fast-fix 360 was used.